Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp) that was detected by abdominal palpitations. A double stop technique was performed. Ablations continued and pnp occurred again, detected by abdominal palpitations. A double-stop was performed. Diaphragmatic response did not recover after 10 minutes and slight elevation of the diaphragm was observed by fluoroscopy at the time of discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with catheter 2af284 / 71890 without any issue on the date of the event. A clinical issue was encountered during a cryo ablation procedure. In conclusion, the reported phrenic nerve palsy (pnp) could not be assessed through data analysis. Product was not returned the time of data analysis. Pending results of the analysis on the returned product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 71890 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 05 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than two minutes. In conclusion, the balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.